Manufacturer narrative:
Correction to field e1: initial reporter title. Correction to field e1: initial reporter first name. Correction to field e1: initial reporter last name. Correction to field e1: initial reporter facility name. Correction to field e1: initial reporter address 1. Correction to field e1: initial reporter city. Correction to field e1: initial reporter state. Correction to field e1: initial reporter country. Correction to field e1: initial reporter zip/post code. Correction to field e1: initial reporter phone. Correction to field e1: initial reporter fax. Correction to field e2: health professional? Correction to field e3: occupation. Correction to field e3: occupation (other). Correction to field g2: report source.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noisy signals in an atrial tachy response (atr) episode prior to a device changeout. Also, there was a drop in impedance. The impedance remained within range. Technical services (ts) sent the reports to the boston scientific representative. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noisy signals in an atrial tachy response (atr) episode prior to a device changeout. Also, there was a drop in impedance. The impedance remained within range. Technical services (ts) sent the reports to the boston scientific representative. The lead remains in use. No adverse patient effects were reported.